Event description:
The customer reported a ventilator stayed stuck in standby mode. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. The device was evaluated by the international philips remote service engineer (rse). The rse advised the customer that they may need to replace the flow sensor and provided the part identification number. The customer reported that the flow sensor was ordered, however, has not arrived yet. The repairs are currently pending. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The unit has been evaluated. The flow sensor required for repair has been ordered but is currently on backorder and has not yet arrived. The necessary repair will be completed once the part is received.